Event description:
Pt was revised to address loosening of the tibial tray.

Manufacturer narrative:
Although the exact date of original implant is unk, it was reported that the surgery occurred approx 4 yrs ago. Examination was not possible as no product was returned. The investigation could not determine the exact root cause, but reported severe medial and posterior bone loss on the proximal tibial was likely a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.